Event description:
Patient was monitored over several months for reported percept problems and lack of performance. Testing conducted in february 2001 confirmed that device was functioning, however patient requested revision surgery.